Event description:
The customer reported a loss of the live fluoroscopic image. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation circuit breakers were evaluated and reset. The system was tested and found to be working as intended and returned to service.